Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a discrepancy between the sensor glucose and blood glucose values and received a change sensor alert and calibration not accepted alert. The blood glucose value of 50 mg/dl. The hypoglycemia was treated with glucose/carbohydrate intake. The event involved product(s) mmt-342g, mmt-7040a, mmt-7715, mmt-1884 and mmt-431ag. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for difference between glucose values. The blood glucose value at the time of event was 70mg/dl and sensor glucose value was 50mg/dl. The difference between blood glucose and sensor glucose was within the acceptable range and advised customer that non-serialized product being replaced. Troubleshooting was not performed for hypoglycemia. Customer mentioned that when the sugar was 50mg/dl, the customer ate pizza and consumed energy drinks. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-342g, mmt-7040a, mmt-7715, mmt-1884 and mmt-431ag.